Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during a post-op appointment on (B)(6) 2021 the patient¿s system was explanted on (B)(6) 2021 due to leg weakness. Imaging showed a small fluid build up in the space.